Event description:
Hcp reported patient presented with stimulation in the right leg, during echo/doppler examination of the kidney with spontaneous output increase of 1.0 volts to 6.6 volts. The device was reprogrammed. The patient did not regard this as a device malfunction. The devices will not be removed.